Event description:
The customer in the last three weeks had low bgs. The customer indicated that the paramedics provided medical treatment. The customer stated that the pump sometimes has skipped screens. Also the customer indicated that the pump had an error alarm every time the batteries were changed and the pump looses the settings. It was mentioned that pump's serial number label has been lost. The customer could not disconnect from the pump to run a lead screw test because customer uses a bent needle and does not have another infusion set to change. The basal rates, time, and the insulin concentration were correct.